Manufacturer narrative:
MDR 1020379-2018-00051 is associated with argus case (B)(4), corega tabs. Corega denture cleanser tablets are marketed as polident in the us.

Event description:
Accidental consumption of a solution of tablets (accidental device ingestion). Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) tablet (batch number a888j, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient said that she had drunk half a glass of a solution of corega tabs, instead of magnesium. She asked what might happen to her. She did not wanted to provide any data.